Manufacturer narrative:
The post-closure angiogram revealed a dissection near the access site. Dissections are a common large bore procedural complication; therefore, the root cause of the dissection remains inconclusive if related to the deployment of manta or insertion of procedural sheaths. A balloon was inflated from the contralateral access, and upon inflation, there was a rupture of the artery. Endovascular intervention was required to address the artery rupture and a stent was placed. The manta device was not explanted. It is suspected when initially inserting the balloon to address the dissection, it is likely the arterial wall was perforated gaining access into a false lumen. When the balloon was inflated, it may have inflated through the perforation rather than within the vessel, therefore causing the rupture. The IFU was reviewed and lists local trauma to the femoral artery or iliac artery wall, such as dissection, perforation of iliofemoral arteries, and other access site complications leading to bleeding possibly requiring placement of a stent as possible adverse events. Risk documentation was reviewed and confirmed this is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. The device history was reviewed, and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Manta instructions for use lists adverse events related to the deployment of vascular closure devices that includes: local trauma to the femoral or iliac artery wall, such as dissection and perforation of iliofemoral arteries, causing bleeding/hemorrhage. Potential adverse events associated with any large bore intervention, including the use of the manta includes: arterial damage and vessel laceration or trauma.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. Femoral access was made on the right side using ultrasound guidance and micro-puncture kit. The patient's artery measured 9.5 mm in diameter and was noted to have minor calcification present. The procedure sheath used was a 14f sheath. Manta 18f vascular closure device (manta) deployment depth was measured as 1.0 cm + 1.0 cm. The manta was deployed at 2.5 cm depth. Hemostasis was achieved after deployment of manta with no pulsatile bleeding. A post-deployment angiogram revealed a dissection located at the manta toggle. The interventional cardiologist inflated a balloon at the dissection. There was a rupture of the artery. A surgical cut down was done to repair the artery and the artery was stented. The manta was reportedly not visualized during the cut down surgery and remained implanted in the patient. The patient's condition was reported as "stable".